Event description:
Adverse event(s): "patient was not harmed" (no consequences or impact to patient). Product problem(s): "system completely shut down during surgery" (loss of power). A facility reported the system shutdown during surgery. The patient was no harmed. Additional information was requested. Additional information was received. A system message was reported to have been received. No additional information was provided.

Manufacturer narrative:
A company service representative examined the system. The fluidics module was replaced and system upgrades were performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).